Manufacturer narrative:
The insulin pump alarmed for a motor error during the basic occlusion test due to a loose and protruded drive support disk. No alarm for the loose drive support disk could be verified due to the motor error alarms. The insulin pump was received with a broken belt clip slot, cracked battery tube threads and minor scratches on the display window.

Event description:
Customer reported a compromised force sensor system. The customer also reported that the drive support cap was loose. Customer was using a back-up plan. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.